Manufacturer narrative:
E1: initial reporter phone #: (B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the customer obtained a dirty needle stick injury on the right middle finger when placing the needle into sharps container, because needle safety did not fully engage. All applicable local policies were followed after the needle stick. No other information provided.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the customer obtained a dirty needle stick injury on the right middle finger when placing the needle into sharps container, because needle safety did not fully engage. All applicable local policies were followed after the needle stick. No other information provided.

Manufacturer narrative:
Investigation summary - bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. However, manufacturing and process inspection records of 410 lots of the product concerned (#367283) manufactured between april 2023 and march 2024 were reviewed, and no abnormalities which can lead to safety shield malfunction were found. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.